Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of imprecision issues with quality control and patient results for hba1c on a cobas 6000 c (501) module. The customer provided data for 22 patient samples. The results for 1 patient sample were erroneous. The initial hba1c result was 12.8%. This result was reported outside of the laboratory. The repeat result was 11.7%. This result was also reported outside of the laboratory. There was no allegation that an adverse event occurred. The hba1c reagent lot number was 135618. The expiration date was not provided. Based on the information available, the issue may be related to cell carry over caused by aging, incorrect wash settings or instrument mis-adjustments. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) 2017 and checked and cleaned multiple parts of the instrument. The sample probes were replaced. Gear pump pressure was lowered. Calibration and quality controls were acceptable. The fse returned to the customer site on (B)(6) 2017 and replaced the windows to the water bath, the lens and the heat cut filter. The customer is still seeing differences in quality control results from this c501 module and a different c501 module in the laboratory.

Manufacturer narrative:
Based on the information available, the event was due to carry over. Reagent issues can be excluded as a possible root cause. All extra wash cycles are defined as recommended. Since carry over issues are typically caused by insufficient rinse performance, the service activities performed by the fse are a reasonable solution and correspond to the customer's issue. The customer has not complained of any further issues.